Manufacturer narrative:
The report of suspected thrombus and specific causes for the reported right heart failure, gi bleed, and hemolysis could not be conclusively determined as the device was not returned to the manufacturer for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, before lvad implant, that the pt experienced right ventricular failure and was supported with rotaflow extracorporeal membranous oxygenation (ECMO). She was rated as intermacs level 1 according to the vad coordinator. On (B)(6) 2014 the pt underwent lvad implant. During surgery the pt was transfused when her hematocrit level dropped from 27.3% to 13%; the source of bleeding was unk. The hematocrit level improved to 19% and infusions of epinephrine and dobutamine were initiated. Upon ramp up of the pump speed to 7200 rpm, a suck-down event occurred and the right ventricular was reported to be struggling. The pt was weaned off cardiopulmonary bypass (cpb); however, cpb was reinitiated as right ventricular failure (rvf) was evident. An rvad was inserted and the pt was then on bivad support allowing cpb to be weaned off. Bleeding was evidenced as the pt developed hematuria and a bronchoscopy noted diffuse bleeding throughout. An intra-aortic balloon pump (iabp) was placed. It was reported that copious amounts of intra-operative bleeding occurred requiring desmopressin, vitamin k, 6 units of fresh frozen plasma, 2 units of platelets, 9 units of packed red blood cells and cryoprecipitate. Leaving the operating room, the pt was on epinephrine, vasopressin, dobutamine, and flolan infusions. Her chest was left open and hemodynamic parameters were: heart rate 64, mean arterial pressure 76 mmhg, pulmonary artery pressure 37/25 mmhg, central venous pressure (cvp) 24 mmhg, sv02 55%, rvad 3.9 l/m, lvad 3.0 l/m - low flows, iabp set of 1:3. The rvad support was removed on (B)(6) 2014; the pt's chest remained opened. The pt continued to require multiple unspecified inotropes and flolan. The pt required continued volume resuscitation; the lvad was frequently alarming for low flow. Her svo2 remained greater then 50%. On (B)(6) 2014, the pt's chest was closed and she remained on milrinone and epinephrine infusions. The lvad continued to alarm for low flow and the pocket controller was exchanged as a troubleshooting effort. However, the low flow alarms continued. The pt then experienced multiple issues including rvf, continued volume support and vasopressin, epinephrine and primacor infusions. The low flow alarms continued until the pt received additional volume and ultimately was returned to the operating room for removal of a clot around the heart; her chest was again left open post-operatively. She was also cardioverted for atrial fibrillation. On (B)(6) 2014, her chest was closed and on (B)(6) 2014 she was reported as being more stable with right ventricular improvement, good urine output, cvp 14 mmhg, lvad estimated flows of 3 l/m, sv02 60s%. The pt continued to be closely monitored and provided right ventricular support medications. On (B)(6) 2014 it was reported that the pt was back in atrial fibrillation and repeat cardioversion or electrophysiology procedures were being considered as the atrial fibrillation was reported to negatively impact flow. The pt was weaned off vasopressin and was on epinephrine and primacor. She was being weaned from the ventilator. On (B)(6) 2014 the pt had diffuse bleeding over the weekend of (B)(6) 2014 from lungs, gi tract, incision/line sites. Heparin stopped. Increases ldh to 1483, increased t bili, creatinine 1.7 on continous dialysis. Pump parameters within normal limits. Family refusing bivalirudin treatments for suspected thrombus on pump (low flow state for weeks after initial implant due to rv failure). Decision made to withdraw care (B)(6) 2014. All drips off, extubated, driveline disconnected from vad. Expired shortly thereafter. No autopsy per family wishes, no product to return.